Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have dry mouth/throat and angina. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have dry mouth/throat and angina. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer product investigation laboratory for further evaluation. The internal and external aspect of the device was evalauted and the manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam throughout the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box which suggesting a source external to the device. Evidence of liquid ingress was also observed on the device blower and blower box during the device evaluation. A keratin-like substance was observed on the blower box outlet. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but evidence of water ingress and dust contamination was observed and are consistent with being from an external source. Section d8, d9, h2, h3 and h6 has been updated.